Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Facility declined to provide patient information. No tests/laboratory data was available. The implant or explant dates are not applicable to this device. Device was not returned for evaluation; infectious. The instructions for use (IFU) outlines under precautions for use: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. [It may cause a damage to blood vessels or damage of this product] exercise care when advancing the refinity catheter distal to a deployed stent. The short monorail segment can result in exposure of the guide wire to the stent struts. Care should be taken when advancing or re-advancing a guide wire or catheter through a deployed stent. A guide wire may exit between stent struts when crossing or re-crossing a stent that is not fully apposed to the vessel wall. When advancing or re-advancing the catheter over a guide wire and through a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire and/or catheter may become entangled in the stent between the junction of the catheter and guide wire or within one or more stent struts. This ma result in entrapment of the catheter/guide wire, catheter tip separation, and/or stent dislocation. Never use force to advance the catheter. Use caution when removing the catheter over the guide wire from a stented vessel to minimize patient risk. In instances where the device has crossed a deployed stent, care should be taken when retracting the device to ensure that entanglement does not occur. Fluoroscopy should be used to monitor guide wire position with respect to the imaging catheter and the stent; at no time should the imaging catheter be retracted if there is evidence of guide wire prolapse or if significant resistance to withdrawal is experienced. If either of these events occur, advance the imaging catheter distal of the stent and then carefully remove the whole system under the guidance of fluoroscopy. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the catheter was used for pci [percutaneous coronary intervention]. After post-ivus, during removal from the body, the catheter got stuck on a stent. A balloon catheter was used fully to dilate the stent for the vascular wall adherence and the catheter was released from being stuck. The catheter was then able to be removed from the body. Another same device was used to confirm the stent condition and the procedure was completed. No damage was observed on the device during prep. No resistance was felt at any time. All portions of the device appeared intact after removal from the patient. The device was removed by itself. There was no adverse event. There was no patient injury. Patient was noted to be in stable condition. Vessel: high lateral branch, artery occlusion: 90%, tortuousness: slight, calcification: slight this event is being reported because additional intervention was required; use of a balloon catheter to unstick the device.